Manufacturer narrative:
Correction: the winch assembly for the imaging system was returned to the manufacturer unused. Indicating that the winch was not replaced. Contrary to the initial medical device report (MDR).

Manufacturer narrative:
Aware date of follow-up should have been (B)(6) 2017.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the imaging system has a broken crank hex nut on rotor drive assembly. The medtronic representative also found the rotor is not in home position and was at 0 degrees. The medtronic representative found broken guides for winch cables and found broken push / pull cable. Gantry errors during testing. The medtronic representative spoke with the site who reported breaking nut while cranking rotor during manual door open procedure. The medtronic representative, replaced rotor drive assembly, winch and upgrade hardware, push / pull cable, and gantry motion controller. The medtronic representative then performed a system checkout and reported the hardware, software, and instruments passed. The system was fully functional after part replacement. Investigation of returned suspect system control board was unable to confirm reported problem. The system control board was installed in the test imaging system. Motion and all functionalities readied as expected. The 2d imaging, 3d imaging, interfaces and motion were functional. No problem found. The replaced rotor drive assembly, winch and upgrade hardware, push / pull cable, were not returned for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system door would not open. The site tried to manually open the imaging system with the ratchet handle broke the bolt off while attempting to do so. This occurred after navigation was complete. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.